Event description:
It was reported tissue/pectinate shearing occurred. A left atrial appendage (laa) closure procedure was performed on a patient with highly pectinated anatomy. A watchman access system (was) and a 35mm watchman flx pro laa closure device with delivery system (wds) were selected for use. The 35mm wds was deployed, and during the assessment of position, anchor, size, and seal (pass) criteria, a mobile material was observed between the device and the mitral annulus. Thrombus was ruled out. Based on clinical evaluation by the physician(s), the material was suspected to be tissue vegetation, likely resulting from advancing the device through the pectinated anatomy, or a device recapture scrapped within the appendage during deployment. Due to the highly pectinated anatomy, three (3) recaptures were required before achieving device positioning. Due to risk of dislodging the suspected tissue if recapture was attempted again, the clinical team determined that releasing the closure device was the safer option. The device met all pass criteria and was successfully released. Post-deployment monitoring indicated that the suspected vegetation remained stable. The patient was extubated and transferred to the heart specialty unit in stable condition. A surface echo was completed the next day confirming no issues with the device. No intervention was required. The patient will be re-evaluated at the routine 45 day follow up. There were no further complications reported and the patient was discharged two (2) days later.